Event description:
Ous MDR - during a regular follow up, it was impossible to interrogate the device. The physician decided to replace the device.

Manufacturer narrative:
The aforementioned pacemaker was received for an analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. In agreement with the complaint description an interrogation of the device was not successful. However, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. During the further course of the analysis the pacemaker was reset using a technical programming tool. Subsequently an interrogation of the device was properly feasible. The analysis of the pacemakers memory content after the reset revealed no anomalies. The battery status was still 70 percent. In addition, the pacemaker was subjected to a complete final acceptance test and proved to be flawless. In conclusion, the clinical observation was confirmed, however, the therapy functionality was not compromised while implanted and in service. The root cause for the clinical observation was not determinable. It cannot be excluded that external influences such as strong electromagnetic fields may have contributed to the clinical observation. After a device reset using a technical programming tool the pacemaker operated as expected. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.